Manufacturer narrative:
The referenced scope was returned to the regional repair center for evaluation. The customer¿s reported problem was confirmed as there was no air or water flow, a foreign material was found clogged inside the distal end air/water nozzle. The foreign material could not be identified and could not be removed. Additionally, the up angulation is below standard specification due to a worn angle wire and the bending tube mesh (under the bending section cover) is damaged/wrinkled. There are scratching on the control body grip, the instrument channel opening at the distal end, the distal end cover, and on the scope connector case. Olympus followed up with the user facility to obtain additional details regarding the event but with no results. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer evis exera iii gastrointestinal videoscope was returned to olympus for repair for a reported ¿it does not insufflate¿. The problem occurred during an unspecified event. No death, injury or harm was reported to olympus. Upon inspecting and testing, foreign material was found clogged in the distal air / water nozzle. This report is being submitted to capture the foreign material clogging the air / water nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; the event most likely occurred due to the following: 1) the brush was damaged when brushing the air supply / water supply valve, and the bristles of the brush got into the air supply / water supply channel, causing the nozzle to become clogged. 2) lint is generated due to the use of gauze etc. For the reprocess, lint enters the air supply / water supply channel and clogs the nozzle. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the air-feeding function and objective lens cleaning function." 2) "confirm that the brush head and the metal tip of the distal end are securely attached. Check the brush head for loose or missing bristles." 3) "all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." 4) "cleaning the external surface. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." 5) "warning: the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use" 6) "make sure the brush bristles are not loose or damaged. Use gauze that does not generate lint for the reprocess. When using gauze that produces lint, lint and fibers may enter the air / water supply channel and clog the inside of the channel or the nozzle. Clean the outer surface of the scope with lint-free gauze. Brushes are consumables and can be damaged after repeated use." Olympus will continue to monitor field performance for this device.